Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 5.1 cm. Outer insulation degradation due to an insulation wrinkle from a tight bend radius was noted 4.5 cm from the connector pin. All other damages found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.